Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Product code: 221750041 and 221701054, lot/batch/exp: shell only j0109. Was the product being used in a clinical trial? No. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? No. Event outcome/how was it managed? New set opened to insert cup. Was there any consequence to the patient due to the event? 2 min delay. Was the surgery prolonged due to the event? If yes, confirm how many minutes delay: 2 has the reporter facility indicated there may be legal action? No. Is the product available for return? No. Please give a detailed explanation of the event: inserter handle thread got stuck to the trial shell and couldn¿t be separated.

Manufacturer narrative:
Product complaint # : (B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.